Manufacturer narrative:
According to thermage cpt system technical user¿s manual burns, blisters, scabbing, and scarring are known possible patient reaction to thermage treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. No system errors or anything out of the ordinary were reported to have occurred during treatment. No product was returned to be evaluated. No lot number was provided, therefore no manufacturing records could be reviewed. Based on the available information, no causal factors can be determined and no conclusions can be drawn.

Event description:
Additional medical information was received from reporter. Prior to thermage treatment a topical anesthetic was applied. The patient is experiencing light hyperpigmentation and is recovering with no permanent damage or scarring expected. There were no other treatments performed at the same time of the thermage treatment.

Manufacturer narrative:
The highest energy level used during the treatment was 3.5 and nothing out of the ordinary occurred. The surface of the tip was inspected prior to use and at an unknown interval throughout the treatment. Product has been requested but not yet received. Based on all available information no causal factors can be determined, no conclusions can be drawn.

Manufacturer narrative:
Product has been requested but not received. Based on all available information no causal factors can be determined, no conclusions can be drawn.

Event description:
A hospital reported to the (B)(6) national medical products administration, that post thermage treatment to the face a patient experienced burns on their right cheek. The patient was provided an unknown burn ointment for the blister. The patient also received an unknown laser treatment to treat the hyperpigmentation where the burn occurred. No additional treatment details were provided.